Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 568 mg/dl. The customer reported issue with the serter, the customer cleaned the serter however it was still sticky. The insulin pump will not be returned for analysis.